Event description:
It was reported that the rv lead was explanted because the helix would not extend or retract. No further information is available at this time.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.